Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he needed assistance with the device. Customer kept repeating his date of birth in response to his phone number. Customer's blood glucose was 61 mg/dl. Ems was called. Customer did not remember the reason that he called the helpline. Customer will not be returning the device for analysis.